Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to established the exact root cause but most likely, it is due to a defective o2 pressure regulator, a restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Vyaire medical representative performed o2 gas path test and initiated inspiratory block replacement. Unit worked properly according to manufacturers specifications.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. The customer requested to investigate the unit issue. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us repeated alarm: 271- o2 supply failed - no o2 dosing possible and occasional alarm: 388 - no o2 dosing possible. This ventilator was also having repeated occlusion alarms during aprv ventilation. The customer confirmed that the patient was transferred to another ventilator, no patient harm was reported associated with the event.